Event description:
A physician reported a pt who was tested on 10/14/96 to the left forearm and 11/18/96 to the left hairline. She was treated for the second time on 12/20/96 to the glabella and nasolabial folds. On 12/31/96, the pt developed erythema and itching at the hairline site of the second skin test. On1/1/97 and 1/2/97, erythema and itching developed at all sites of injection as well as the first skin test site. On 1/6/97, the pt presented with erythema, itching and swelling at all sites. The physician diagnosed a hypersensitivity and prescribed hydroxyzine.

Manufacturer narrative:
On 2 december 1997, follow up info was rec'd from the physician. The pt was last seen on 24 november 1997. The symptoms resolved in july 1997.